Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-feb-18 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump was not working. It was specified that the pump was not delivering the medicine and the date was stuck on (B)(6) 2018. It was noted that this was not an emergency, and the patient was to call back later. No patient symptoms were reported and no further complications were reported or anticipated.